Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician attempted to place a resolute onyx drug eluting stent distal to prior stents. The resolute onyx drug eluting stent was used with the intention to treat the mildly tortuous and non-calcified lesion located at the distal right coronary artery, exhibiting 100% stenosis. There was no damage noted to packaging. No issues were noted when removing the device from the hoop/tray. No issues were noted when device was being inspected. No issues were noted when removing the protective sheath. No issues were noted with the stent post removal of the protective sheath. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. The inflation device remained on neutral pressure during delivery of the device. It was reported that the stent dislodgement occurred during withdrawal of the device in the vessel/guide catheter. Resistance was noted and the device would not pull back as it got caught on the tip of the guide catheter. The stent, wire and guide were pulled back to the sheath and would not pull through the femoral sheath. The patient was taken to surgery to remove the stent from the iliac. It was reported that the physician had to cut down the left common femoral artery to remove the dislodged resolute onyx stent, which was successfully removed. Patient status post-procedure is alive with injury.